Event description:
It was reported an issue with monosyn suture.the client reported that needle detached from the thread during surgery.no further information has been provided.

Manufacturer narrative:
If additional information becomes available a follow up report will be submitted.